Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. A getinge field service engineer (fse) evaluted the unit and confirmed a failure of the executive processor board. The fse replaced the executive processor board (d670-00-0770). The unit passed all performance and functional test in accordance with factory specifications. The unit was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of an internal communication failure with codes 53 and 106. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. All testing passed. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Au.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluted the unit and confirmed a failure of the executive processor board. The fse replaced the executive processor board. The unit passed all performance and functional test in accordance with factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported by user that during routine check the cardiosave intra-aortic balloon pump (iabp) had internal communication failure. There was no patient involvement.

Manufacturer narrative:
Due to character limitation e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.